Manufacturer narrative:
The asp evaluated the device and found the issue. The asp confirmed the cause of the device giving an error was the cause of software needing updating. The asp implemented a software update (2.00.32) and conducted check for approximately a month to confirm the device operated normally without problems. Based on the information available and the testing conducted, the cause of the reported problem was due to the software needing updating. The reported problem was confirmed. The asp updated the software to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device has occur. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.